Event description:
Following information was provided via letter from health facility: patient 1 of 2: patient was being treated for headache and during treatment, the head of the drop table dropped and patient's head fell back. Patient felt discomfort in back of head and neck. Headrest was raised and treatment was continued. Patient continued to feel discomfort in head and neck and claims to have suffered from posterior circulation ischemic events secondary to vertebral artery dissection as a result of this treatment.

Manufacturer narrative:
Information provided by health facility, did not include identification of the device in question or identify that the device was manufactured by chattanooga group.

Event description:
Following information was provided via letter from health facility: patient 2 of 2: patient suffered an injury to chest after use of drop chiropractic table. Chiropractic treatments continued for several months and each session began with two or three table drops. Chiropractor indicated that table drops would realign parts of his body. Over time, patient experienced chest pain which were diagnosed as costochondral separation with perichondrial new cartilage formation. As result of treatment, patient indicated is in constant pain and require surgery.

Manufacturer narrative:
Information provided by health facility, did not include identification of the device in question or confirmation that device was manufactured by chattanooga group.